Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse reviewed the system logs finding no related errors to any suspicious node, then proceeded to exchange the patient side manipulator (psm3) with the psm2, performed a test drive finding no issues. The complaint was not confirmed based on the field evaluation. The probable root cause cannot be determined based on the information provided and fse's field evaluation. The fse reviewed the system logs and performed a test drive. The fse's service visit did not reveal any issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted dvstat to inform that they were not able to move the patient side manipulator (psm3). The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended the customer check the instrument and the sterile adapter. The customer elected not to perform the troubleshooting as the procedure was ongoing. The procedure was completed as planned with no report of patient injury.